Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a code 1003. A longevity calculation indicated the likelihood of a high current condition. The device case was opened, and an abnormally high circuit current drain was confirmed. Further testing and analysis isolated the high current to a short circuit within an internal component. The short circuit resulted in the identified high current drain and resultant code 1003 that was observed in the field.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted. No additional adverse patient effects were reported.